Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/22/2014 with the following findings: there was a loss of prime warning observed in the black box on (B)(6) 2014 associated with a cartridge change. There were no valid loss of prime events observed. An ezprime sequence and 24 hour duration test were successfully completed with no alarms or prime warnings duplicated. The force sensor calibration test confirmed the pump was detecting the correct force. The total daily doses correctly added up and reflected the user¿s programmed basal rate. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 350 mg/dl with large ketones, polydypsia, polyuria, nausea, and signs/symptoms of lightheadedness and extreme drowsiness/difficulty waking up/confusion associated with a loss of prime issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the cartridge cap was secure and the cartridge was being used per instructions for use. It was reported that the pump emitted greater than 3 loss of prime warnings in 30 days despite changing the cartridge multiple times. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a loss of prime issue.